Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2011; 419478, implantable pacing lead, (B)(6) 2006; 4568-45, implantable pacing lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an episode of noise. The lead remains in use. No patient complications have been reported as a result of this event.